Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 01:07:42. During night drain cycle three, the patient's ultrafiltration reading was 1236ml, indicating the home patient (hp) drained 1236ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1236 ml during therapy initiated on (B)(4) 2012 1:07, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy initiated on (B)(4) 2012 1:07. The last cycle (4) had an actual drain volume of 2595 ml. The device was turned off before the end of the drain. Therefore, the uf from drain 4/4 gets lumped together with the uf from cycle 3, (624 ml + 5965 ml = 1220 ml). Review of the event log revealed the user?s actual drain volume during cycle 4 was 2595 ml. The actual drain volume is 130% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.